Event description:
The healthcare professional reported during injection of 1cc of form into the patient's lip, the patient felt lightheaded. Following five (5) minutes of laying down, the patient's aforementioned symptom resolved. For three (3) days following the injection, the patient experienced swelling, pain, and bumps in her lips. The bumps seemed to become more visible under the skin. The hcp plans to dissolve the filler with hyaluronidase. Safety database reference number (B)(4).

Manufacturer narrative:
Complaint number (B)(4). The filler was injected into the patient and is not available for return. The event is a psychological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.